Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-18 user has high glucose value. Test strip UDI# (B)(4). Note: manufacturer contacted customer on 6/30/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer condition improved. No symptoms or medical attention reported since the original call. Customer satisfied with the product.

Event description:
Consumer reported complaint for e-5 error code accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of blurry vision and frequent urination medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification. During the call on (B)(6) 2017, a blood test was performed fasting by the customer and produced test results of 483mg/dl using true track meter. The test strip lot manufacturer's expiration date is 05/28/2019 and open vial date is within the month of (B)(6) 2017. The meter memory was not reviewed for previous test result history. Customer complaining for e-5 message when blood is absorbed. Customer reports symptoms of blurry vision and frequent urination. After troubleshooting customer was able to obtain a blood glucose result.